Manufacturer narrative:
Motor error alarm during rewind due to motor gearbox jammed. Unable to perform basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement tests due to constant motor error alarm. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.